Event description:
The manufacturer received information alleging a ventilator was spontaneously shutting down. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed.